Event description:
It was reported that the patient had part of the catheter replaced on (B)(6) 2013 during a revision. The patient had the part of the catheter replaced that ¿goes from the hookup up the spine¿. The specific catheter issue was not provided. The pump device was used to deliver morphine and bupivicaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).